Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl and 200 mg/dl at the time of incident and the current blood glucose level was 274 mg/dl. The customer treated high blood glucose level with injection. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports insulin exited at the quick release. Customer reports the following symptoms related to their high blood glucose levels were nauseous and tired with a constant head ache. Based on customer¿s report customer does not allege insulin pump was under delivering. The insulin pump and the reservoir will not be returned for analysis.